Event description:
According to the initial information received, during advancement of a sheath used to implant a 5/4mm amplatzer duct occluder, extravasation resulted. The procedure was aborted and the (B)(6) patient was transferred to the cicu for observation. Despite requests for further information, no additional information was provided.

Manufacturer narrative:
Device analysis: the amplatzer duct occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 5f torqvue loader without any deformities. The device was returned within specifications. Conclusion: aga requested further information regarding this case, but nothing more was provided. The results of this investigation are inconclusive.